Manufacturer narrative:
Evaluation of the returned indigo system separator 8 (sep8) confirmed that the separator was fractured. Evaluation revealed that the core wire and wrapping wire were fractured distal to the bulb. If the sep8 is manipulated against resistance, damage such as a fracture may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Evaluation also revealed damage to the distal fractured segment. This further indicates the sep8 was manipulated against resistance. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat pulmonary embolism (pe) using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). During the procedure, after aspirating for approximately one hour using the cat8 and sep8, the physician observed under fluoroscopy that the wire distal to the sep8 bulb had fractured within the left lower pulmonary artery. The physician then used the cat8 to successfully aspirate the wire of the sep8 out of the patient. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.